Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4) called patient back as agreed upon checked on tdd comparison for 1 day, 7 days, 14 days, and 30 days all numbers are almost similar (except for 1 day since we are just half way for the day) due to this, made patient realize that there are no decline or increase on her insulin deliveries that the pump is giving the same values based on 1, 7, 14, & 30 day averages did the hp test = passed made patient understand that if insulin is not getting in her body due to a blockage, then pump would know since it can detect ifb alerts and the hp test attest to that for now, advised for her to go see her hcp and discuss her pump settings advised that her body might already adjusted as far as insulin resistance is concerned advised that due to this, they might need to check for adjustments patient will see her hcp tomorrow end of contact. (B)(4). (B)(6). (B)(4).customer concern: called patient back to continue t/s where we had left off earlier (B)(4)doc: high bgs/under delivery explain the goal of auto mode/smartguard is to increase the time glucose stays in the 70-180 mg/dl range and that in order to do that, the system uses a target to calculate the amount of insulin to deliver. Explain that automated basal insulin is delivered every 5 minutes and is calculated based on the following: -total insulin on board (auto basal, safe basal, and bolus) -sensor glucose (sg) data including but not limited to the trend or rate of change away from or towards the target -the past 6 days of sensor glucose and insulin delivery history explain auto mode/smartguard is conservative and deliberate in how it brings glucose back toward the target which helps minimize low glucoses and this means there will be times when sensor glucose will be higher than expected - e.g. After meals and times when it may come down much slower than expected. Explain during auto mode/smartguard operation, the customer must deliver meal boluses by entering the estimated amount of carbohydrates for meals at the time they are eaten. Is customer delivering meal boluses?: yes. Does customer recall receiving suspend on low/suspend before low/threshold suspend/low suspend since high bgs began?: no. Advise customer total daily doses (tdd) is a great tool to review insulin (basal and bolus) delivered within the last 24 hours or a given range of dates for delivery trends and patterns. Does customer wish to review the most recent bolus history that may have contributed to the high bgs to ensure boluses were accounted for and entered accurately?: no advise the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Advise if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Does customer wish to perform hp test?: yes. Does customer have a tubing clamp available?: yes (if damage exists) advise customer due to damage on clamp we must send another clamp before performing. Are there any cracks or visible damage on the tubing clamp?: no advise they will need to replace infusion set tubing after hp test is performed. Is customer able to perform hp test?: yes. Advise customer to remove the infusion set from their body. Assist customer with performing the hp test: yes. Did the hp test pass?: yes. Explain the 2 high bg rule. Consider changing the insulin, reservoir, and infusion set: yes.(B)(4). Can't do hp test for now since patient is not at home yet patient requested for a callback in 30 minutes will call patient back (B)(6). (B)(4). Changed set - bg was around 96-100 had breakfast of 20 carbs bg went up to 250 did a bolus as per pump recommendation after 1 hour, bg is even higher also, this morning, patient tried to deliver bolus while tubing is not connected to her body to look for drops - had no drops due to this, had patient to do a 5 units of fill cannula - insulin exited insulin also exited during fill tubing (after rewinding and loading) high bg issues happening for 6 months or more now. (B)(4)doc: high bgs/under delivery what led up to the event?: high bg issues - does not know the cause document current bg value: bg 261 mg/dl is customer currently reporting any symptoms related to their high bgs?: no does customer feel ok to troubleshoot?: yes. Has customer been using the insulin pump system within 48 hours of reported high bg event?: yes. Is customer calling back to perform an hp test after receiving a tubing clamp, or being advised to do so, on a previous call?: no. Explain that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Advise that there are many other factors that may cause bgs to be outside of their target range (i.e. Medications, health, stress, and activity). Advise that their safety and satisfaction is our primary concern. Medtronic diabetes stands 100% behind the safety and quality of our products. Would customer like to troubleshoot?: yes. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event?: no document if customer has a back-up plan available: no backup plan ready inquire if, and how, customer treated for high bgs: using insulin pump document when this recent high bg event began: 6 months now - on and off when was the infusion set last changed prior to the event?: this morning explain the 2 high bg rule. Document why the customer alleges pump is under delivering: because her bg is not going down changed set - bg was around 96-100 had breakfast of 20 carbs bg went up to 250 did a bolus as per pump recommendation after 1 hour, bg is even higher also, this morning, patient tried to deliver bolus while tubing is not connected to her body to look for drops - had no drops document what was the customer doing prior to the event (document any programming, fill tubing, reconnect/disconnect, etc.): changed set - bg was around 96-100 had breakfast of 20 carbs bg went up to 250 did a bolus as per pump recommendation after 1 hour, bg is even higher also, this morning, patient tried to deliver bolus while tubing is not connected to her body to look for drops - had no drops document the exact time frame of when the event began (date/time): (B)(6) 2021 / unknown document if the customer got assistance with programming the pump: yes. Explain that we can rule out the potential factors (infusion set, site, insulin, programming) to find a possible reason for your high bgs: yes. Advise leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Does customer wish to check for the presence of leaks or air bubbles in the tubing or reservoir?: yes. Advise to check the infusion set tubing for the presence of kinked/bent tubing or air bubbles: yes. Are kinks, bends, or multiple large bubbles present along the tubing length?: none confirm customer is disconnected: yes. Advise to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set: yes. Advise customer positioning in piston/slide/motor may have shifted. Advise customer to always complete rewind/load reservoir process before connecting back to set: yes. Did insulin exit at the qr?: yes. Were any leaks observed by the customer?: no. Advise that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Advise high bgs may occur if the insulin is expired or cloudy. Does customer wish to check for possible site/insulin issues?: yes. Does customer change site every 2/3 days per IFU?: yes. Advise customer to check insulin vial. Document if customer reports that insulin vial was exposed to extreme temperatures, expired, or looks cloudy: none of these inquire if site is sore or irritated. Document findings: no. Is customer using a cannula or needle based infusion set?: cannula based infusion set review priming/fill tubing technique based on type of infusion set: yes. Did customer fill the cannula dead space after removing introducer needle?: yes. Advise that in order to determine if the cannula is bent the site must be removed from the body. Is customer able to remove/change set at this time?: yes. Advise customer to remove the infusion set from body and check for bent/crimped cannula: yes. Is cannula bent?: no advise inaccurate pump settings may result in hbgs. Advise if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Does customer wish to check their settings?: yes. Is pump¿s time/date is correct?: time/date is correct advise customer to verify the accuracy of programming with their hcp. Inquire if there have been any changes to the pump programming recently: yes. Does customer use 670g/770g/780g system?: yes. Was the auto mode/smartguard feature active at time of high bg event?: no does customer wish to check basal rate settings for accuracy?: no does customer wish to check bolus wizard settings for accuracy?: no document if customer recall receiving any alarms since high bgs began (insulin flow blocked alarm, no. Delivery alarm, pump error(s) affecting delivery, etc.): no does customer recall receiving suspend on low/suspend before low/threshold suspend/low suspend since high bgs began?: no. T/s exit reason: customer declined/unable to t/s is any product replacement/return needed?: no. Repl/rtn needed.